Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 81-year-old female patient postoperative cardio-thoracic surgery was implanted with an impella rp for mechanical circulatory support. The right ventricle was noted to be thrombosed and had a washout and decompensated so the team placed a rp flex for support. The pump was placed but the flows were low and so sodium bicarb was used. Unable to resolve with repositioning or change in p level. The decision was made to withdraw care due to poor prognosis and the patient expired.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started, motor current (mc) spiked, with placement signal (ps) trending upwards followed by low flow. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Data stick was returned, not the pump. Data review: data logs confirmed the failure mode and clinical narrative. Logs showed after pump started, motor current (mc) spiked, with placement signal (ps) stepping upwards with low flow. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2024-12887. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-12887 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-12887 in accordance with updated procedures. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2024-12887.